Event description:
The first pass with the trapezoid crushed the stone, however, the second attempt resulted in fracturing of the basket. The physician was using the pressure gun (designed for the trapezoid basket) when the wire broke, as manual pressure had been ineffective. The tip of the trapezoid basket was in the ductal system and the basket was removed. There were still large stones in the biliary system and physician believed it would be difficult to remove the tip, and that the tip would eventually come out with the stone debris. A second trapezoid basket was introduced into the common bile duct and left intrahepatic system, and the remaining stones were fragmented and removed from the biliary system. The tip of the first trapezoid basket migrated to the left intrahepatic system. Several attempts were made to retrieve the wire tip (by flushing) and the physician noted the tip was no longer in the main left intrahepatic system. The physician was planning on having the patient turned onto his/her back to see if the tip had gone into one of the anterior left intrahepatic ducts; however, with attempts to position the patient onto his/her back, the patient started to develop emesis, and the physician felt further attempts would have a higher risk than benefit. Overall, the patient tolerated the procedure remarkably well. On the third day post-procedure, an abdominal flat plate x-ray was taken to assess foreign body, and it appeared that the foreign body was within the descending sigmoid colon. The physician indicated that the tip should spontaneously pass in the stool and not pose a clinical problem. The patient was discharged home in good condition.